Manufacturer narrative:
Stryker evaluated the device and was able to verify the reported issue. The power supply board was replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly turns off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.